Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, e3, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fase) evaluated the unit and replaced the video generator board (0040-00-0456) and top lcd display (0160-00-0127). The unit passed all functional and safety test performed.the following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 19 mar 2026. The failure analysis and testing dept. Received part number 0160-00-0127 and pn 0040-00-0456 with a reported unit failure of the monitor having a white screen. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Pn 0160-00-0127 was found to come up with a white screen as described. Possible cause for this failure may be component reliability. Pn 0040-00-0456 had no failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Av. The most probable root cause is component reliability.

Event description:
N/a.

Event description:
It was reported that when powered on, cardiosave intra-aortic balloon pump (iabp) had completely white screen monitor not working, there was no patient involvement.

Manufacturer narrative:
Additional point of contact- (B)(6). A supplemental report will be submitted upon completion of our investigation.